Manufacturer narrative:
The investigation evaluation details. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a reddish material was observed inside the pebax sleeve; no external damages were observed on the tip of the device. The reddish material inside the pebax sleeve could be related to the force issue reported by the customer during the procedure; however, this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 02-mar-2026. Following j&j medtech procedures, a visual inspection and screening test were performed. Visual analysis of the returned device revealed reddish brown material inside, presumably blood, and a hole on the pebax with internal parts exposed. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The force issue reported by the customer could not be replicated, however, the reddish material on the pebax could be related to the force issue, therefore, the force and pebax issue complaints were confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the photo provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force data became "high" without any value and force vector became wrong¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish brown material inside, presumably blood, and a hole on the pebax with internal parts exposed¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. During the procedure, when the physician started the first radio frequency (rf) ablation with the thermocool smarttouch sf catheter, force data became "high" without any value and force vector became wrong. They had no error on the carto system. They tried to calibrate to zero again and had the same issue. Then tried to change the thermocool smarttouch sf cable without success. Changing for a new catheter, resolved the issue. When the physician removed the catheter from patient, they noticed a red deposit (blood?) On the tip of the catheter. No patient consequence. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 31-mar-2026 observed reddish brown material inside, presumably blood, and a hole on the pebax with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax with internal parts exposed on 31-mar-2026 and have assessed this returned condition as reportable.